Manufacturer narrative:
Age or date of birth: mean age. Sex: majority gender. Outcomes attributed to adverse event, date of event, implant date: estimated date. The UDI# is unknown because the part and lot numbers were not provided. The device was not returned for analysis. A review of the lot history record for this product was not performed as the part and lot numbers were not reported and the product was not returned for analysis. It should be noted that the reported patient effect of death is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional patient effects and xience devices reported in the pmcf report are captured under separate medwatch report numbers. Post-market clinical follow-up (pmcf) report titled ¿xience sierra everolimus-eluting coronary stent system ¿ small size¿.

Event description:
The post-market clinical follow-up (pmcf) report, titled ¿xience sierra everolimus-eluting coronary stent system ¿ small size¿, evaluated the safety and performance of xience sierra in a cohort of real-world patients receiving xience sierra small diameter stent. Data was collected on 133,034 patients and procedures. 1,846 patients received small diameter stents, and of these 178 patients received small diameter xience sierra. The other patients received either xience family stent, or approved competitors. The competitors included biosensors biomatrix, biotronik orsiro, bs promus, bs promus element, bs promus element plus, bs promus elite, bs promus premier, bs synergy, medtronic endeavor resolute, medtronic resolute integrity, medtronic resolute onyx, and terumo ultimaster. It was reported through a post-market clinical follow-up (pmcf) report that the small diameter xience sierra may be related to all-cause mortality (acm). Although the above adverse events were noted, in conclusion, the overall analyses from this study demonstrates that the use of small size xience sierra stent in a real-world, high-risk population is associated with periprocedural safety and performance outcomes and outcomes out to 1 year that are similar to other contemporary small size drug eluting stent (des) and any size des and xience family of devices. Specific patient information is documented as unknown. Details are listed in the attached pmcf report titled ¿xience sierra everolimus-eluting coronary stent system ¿ small size¿.